Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they experienced high blood glucose level. The customer¿s blood glucose level at the time of incident was 305 mg/dl and the current blood glucose level was 524 mg/dl. The customer¿s blood glucose level was also 182 mg/dl. The customer was treated with insulin pump by correcting the bolus. The customer does not allege the insulin pump. The insulin pump will not be returned for analysis.